Event description:
It was reported that during a diagnostic laparoscopic procedure, the surgeon dissected the tissue with a scalpel down to the fascia and introduced the trocar. The procedure was being performed due to the patient having abdominal pain. The surgeon did not see anything wrong with the patient and sent the patient home. On (B) (6) the patient came back into the ER with pelvic pain and the ER contacted the surgeon to let her know that her patient was there. It is unknown what type of testing the ER department performed, but they could not find anything wrong with the patient. The ER doctor thought it may have been gas pain due to the procedure from the day before. On (B) (6), the patient went to a different ER. It is unknown what type of testing was performed, but they found a nicked / perforated bowel. A general surgeon at the hospital fixed the nicked / perforated bowel. It is unknown how the bowel was repaired. It is unknown patient consequence. No additional information about the event or the surgeons where the surgery was performed. The patient has had no previous surgery.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Received the following information on (B) (4) 2010: the surgeon indicated the patient was in the supine position upon entry, this was the primary port, and she was using a zero degree scope. The patient had a normal looking pelvis with no adhesions. There is no question that this was a surgical injury. As of today (B) (6), the patient is improving; out of the ICU and now taking ice. Patient has not been placed on an advanced diet yet and is awaiting for her gi function to return. The surgeon performed open laparoscopic procedures for years, but has been using the optical technique with bladeless trocars for several years now. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.